Manufacturer narrative:
Unit received with constant external flash crc alarm, problem isolated to mother board. Unable to perform rewind test, basic occlusion test, occlusion test, prime and compromised forced sensor alarm test, excessive no delivery test and displacement test or verify bolus stopped alarm due to external flash crc alarm.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer blood glucose level was unknown. Customer also stated that they successfully clear the alarm and able complete rewind insulin pump. The device will be returned for analysis.